Event description:
Ge oec 9800 with reported: found no video on ccd camera

Manufacturer narrative:
A ge service representative investigated the issue, found no video from the ccd camera, and removed and replaced the faulty ccd camers. The system was tested, found to be operating as intended, and released to the customer for use.